Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: unknown); product type: 0195-heart valves; implant date: na; explant date: na; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, a misload was observed on fluoroscopy and visual. The identified issue was a frame node overlap at the third node. Subsequently, during the first deployment attempt of the misloaded valve, an infold was observed at 80% deployment. The system was withdrawn, and the existing valve and delivery catheter system (dcs) were loaded for a second time; however, a misload was observed, with the identified issue being a frame node overlap at the third node. The valve was attempted to be deployed; however, again, an infold was observed at 80% deployment. Therefore, the system was withdrawn, and a new valve was successfully loaded into the existing dcs. A pre-implant balloon aortic valvuloplasty (bav) was performed, and the procedure was successfully completed. Per the physician, the patient¿s anatomy of fibrotic disease and a low-gradient, contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012854919); product type: 0195-heart valves; implant date: na ; explant date: na updated data: h11. Added lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.